Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the device was received at the repair center. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy performed on an unknown date. According to the complainant, during the procedure, it was noticed that the image is flickering. The anatomy of the patient was not visible when the image flickers. The procedure was completed using another fuse 1g gastroscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the device was received at the repair center. Device code 1304 captures the reportable issue of center image lost. A fuse 1g gastroscope was received for analysis. A functional evaluation was performed and a little static in the image was observed indicative of internal wiring failure of the charged couple device (ccd). Clogged in the nozzle and loose connector could contribute to the reported no air or water problem. The reported issue was confirmed. The failure of ccd and clogged in the nozzle and loose connector contributed to the reported event. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy performed on an unknown date. According to the complainant, during the procedure, it was noticed that the image is flickering. The anatomy of the patient was not visible when the image flickers. The procedure was completed using another fuse 1g gastroscope. There were no patient complications reported as a result of this event.